Manufacturer narrative:
(B)(4). Date sent: 11/21/2023. D4 batch #: unknown. Additional information was requested and the following was obtained: how was the post-op bleeding identified? Hemorrhagic shock. How many hours postoperative was the bleeding identified? 1 h what was the total estimated blood loss (ml)? Unknown was a transfusion required? Yes. How was the bleeding addressed? Manual sewing and hemostatic material. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Extraluminal. What did the staple formation look like? Malformed (video of re-operation uploaded). What structure was being fired upon? Lung tissue. Please provide a time line of events. Oct 24 surgery, hemorrhagic shock happened about 1 hour after the surgery, re-operation immediately. What staple gun was used with the cartridge? Ec60a. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy the surgery was completed successfully. After the surgery, the patient was noted bleeding in recovery room for anesthesia. Re-operation was taken and found the staples malformed. No other information can be provided.